Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00864.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty and subsequently was revised due to unknown reasons approximately 20 years later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision of right total knee; prk spreadsheet indicates new femoral components and articular surface were implanted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.